Manufacturer narrative:
Device used for off label indication. The indication the device was used for was ezw. (B)(4).

Event description:
The patient reported never having symptoms relief. She was implanted for urgency and frequency, but her implant had never worked. She had issues with leaking in the morning and retention in the afternoon. She wanted to know how the device worked. The patient's indications for use were urinary dysfunction, sacral nerve stimulation, and gastrointestinal/pelvic floor. The cause of the patient never having relief and what was done to intervene was not reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the circumstance that led to the patient's lack of symptom relief was that the product itself did not work. It was almost a year now and the patient was still incontinent. The patient's health care provider (hcp) was blaming the swelling of their test, which was not even true. No steps were taken to resolve the lack of symptom relief. They were just trying to do combinations of programs to no relief.